Manufacturer narrative:
A2: patient age not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient's kidney's were gradually worsening and dialysis was no longer possible; it was noted that the kidneys were damaged prior to left ventricular assist device (lvad) implant. Therapy was removed and 2 days later, the patient expired due to total renal failure. The heartmate 3 worked well and hemodynamically the patient was stable. The outcome was not device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's kidney's were gradually worsening and dialysis was not doable anymore; it was noted that the kidneys were pretty damaged prior to left ventricular assist device (lvad) implant. Therapy was removed and 2 days later, the patient passed away due to total renal failure. The heartmate 3 worked well and hemodynamically the patient was stable. The outcome was not device or therapy related and the device was not explanted.